Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the sewing ring was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing and inspection records confirmed that the sewing ring met all requirements prior to release. The reported event of sewing ring damage was confirmed via visual inspection which revealed that the polyester was partially detached from the metal ring. Supplemental testing revealed evidence of the second pass of silicone but failed to identify traces of silicone of the first pass as per manufacturing specifications. Further examination failed to identify sewing process on one end of the polyester that secures and encapsulates the felt to the sewing ring. Based on this investigation, the most likely root cause of the sewing ring damage may be attributed to deviations from procedure during the manufacturing process. CAPA pr391998 is investigating sewing ring damage/leaking associated with separation of the polyester. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the sewing ring was damaged. The sewing cuff was pulling away from the metal in numerous places. The sewing cuff was exchanged. No patient complications have been reported as a result of this event.